Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the initial implant procedure, undersensing was seen on the atrial channel, although all lead measurements and pacemaker function had been normal during the procedure. During revision procedure on (B)(6) 2018, the lead measurements were still normal when tested with the pacing system analyzer and when reconnected to the pacemaker outside of the pocket. When the device was placed inside the pocket, undersensing was seen. The pacemaker was removed and replaced with no further issue. The patient was stable post-procedure.

Manufacturer narrative:
The reported event of undersensing was confirmed. The device was tested on the bench and low impedance was seen on the hybrid, resulting in the output anomaly. It was suspected that hardware latch-up was the cause of the low impedance. Power was reapplied to the circuit and normal function resumed, so the cause of the sensing anomaly was unable to be determined. No further anomalies were found.